Manufacturer narrative:
(B)(4). The product and quality control documentation for lot number: r1414, with expiration date: april, 2017 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot and batch record review and lot and frequency analysis for lot number: r1414. No CAPA was required.

Event description:
Based upon additional information received on (B)(4) 2015, the case initially assessed as non-serious was upgraded to serious as the serious event of knee became inflamed was added. This unsolicited device case from united state was received on (B)(4) 2014 from a healthcare professional. This case concerns a (B)(6) female patient whose knee became inflamed and 93 ccs of effusion was removed (joint effusion) after receiving treatment with synvisc one. The patient's past medication included synvisc-one with no problems. The patient had a medical history of hypermobility syndrome, fibromyalgia and lumbar degenerative disc disease (ddd). No concurrent condition and concomitant medications were reported. On (B)(6) 2014, the patient received treatment with synvisc one injection at a dose of 6ml, once (lot number: r1414 and expiration date: 04/30/2017; route of administration: not reported) into single knee (unknown side) for knee osteoarthritis. The same day, the knee became inflamed and was very painful as well as swollen and the patient underwent arthrocentesis in which 93 ccs of synovial fluid was aspirated. The culture was negative. It was reported that the patient was given steroid injection at the time of fluid aspiration for his comfort. On (B)(6) 2014, joint fluid analysis and culture was done which showed no growth and no crystals. On (B)(6) 2015, the patient recovered from the event of knee became inflamed. Corrective treatment: steroid for knee became inflamed and not reported for 93 ccs of effusion was removed. Outcome: recovered for the event of knee became inflamed and unknown for the event of 93 ccs of effusion was removed. Seriousness criteria: required intervention for the event of knee became inflamed. Reporter causality: suspected for the knee joint swelling immediately post injection. Additional information was received on 12/24/2014. Gptc number and results were added. Text was amended accordingly. Additional information was received on 01/28/2015. The serious event of knee became inflamed was added with details and the event of pain was updated to its sign/symptom and its verbatim was updated to pain/knees very painful. Additional symptom of knees very swollen was added. The medical history of the patient was added. The start date for the event of 93 cs of effusion was updated from 11/2014 to 11/20/2014. Relevant labs were added. The seriousness criteria and reporter causality were added. Clinical course was updated and text amended accordingly.